Manufacturer narrative:
Mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed. The handle is out of adjustment. Evaluation showed that the shock cushion is worn from routine use. The shock cushion, 6in transitional teeth, adjustment wrench threads, and 1/4 pin are worn.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 3 reports linked to mfg report number 3004608878-2021-00222. A facility reported that the mayfield ultra base unit (a2101) have loose handles. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.